Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the regis 2023 study evaluated cemented and uncemented femoral stems used in hip arthroplasty for displaced femoral& # 8209;neck fractures in elderly patients, including the cemented profemur xm and the uncemented profemur e. The investigation included 139 patients and compared complication rates between fixation methods. In the uncemented group, 3 periprosthetic fractures (6%) were identified between 7 and 18 months after surgery. This finding was relevant because the difference was statistically significant (p=0.04), confirming a higher risk of fractures in patients with uncemented prostheses.